Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) section: the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope describes how to detect for the suggested event. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii duodenovideoscope was returned for annual inspection. During inspection of the device by olympus, there was a foreign material on the groove or gap on the distal end due to insufficient cleaning. There was no procedural or patient involvement associated with this event. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, there was a foreign material on the groove or gap on the distal end due to insufficient cleaning. Additional evaluation findings: the grip and switch box had a scratch, suction cylinder has no color, insulation resistance value at distal end does not meet the standard value due to burn on the plastic distal end cover, forceps skip or sway on the upper half of the endoscopic image due to fray of knob wire, the cover of light guide bundle was damaged, connecting tube had a cut, connecting tube had foreign objects, distal end was shaved, distal end had residual liquid, adhesive around and inside the light guide lens had discoloration, and there was a metal particle around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.